Manufacturer narrative:
G4: premarket / 510(k) # - k213593. The device was returned for analysis. A visual inspection found that the sheath was kinked. Microscope inspection confirmed that the guidewire exit port was in good condition, but a small fragment of the distal section of the tip was detached. A functional test was conducted with a test guidewire, and no resistance was noted when tracking the guidewire into the catheter.

Event description:
It was reported that foreign material was present. The target lesion was located in a mildly tortuous and moderately calcified artery. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During a post-stent run, while the device was outside the patient, the doctor noticed a small foreign object on the end of the catheter, which was not present before the first ivus run. The object easily detached from the catheter and everything appeared intact. The procedure was completed using another opticross hd. There were no patient complications reported.

Event description:
It was reported that foreign material was present. The target lesion was located in a mildly tortuous and moderately calcified artery. An opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During a post-stent run, while the device was outside the patient, the doctor noticed a small foreign object on the end of the catheter, which was not present before the first ivus run. The object easily detached from the catheter and everything appeared intact. The procedure was completed using another opticross hd. There were no patient complications reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k213593.